Manufacturer narrative:
Currently it is denied that the system 83 plus device may have caused or contributed to the adverse event as alleged in the legal documents. The aer used at this facility is likely a medivator's automatic endoscope reprocessor.

Event description:
Adverse event as alleged solely legal documents.

Manufacturer narrative:
It was confirmed that custom ultrasonics inc., never sold its system 83 plus device to the facility mentioned in the plaintiff's complaint. The action against custom ultrasonics inc. Has been dismissed. The dismissal was entered on (B)(6) 2016.